Event description:
It was reported that insulin had leaked at the connector of the infusion set, resulting in elevated blood glucose levels of 300 mg/dl. The issue occurred 3 times.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.